Event description:
It was reported that the injector luer lock n35j experienced needle exposure during use. The following information was provided by the initial reporter: when preparing 5fu, the spike needle didn't retract.

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. Upon visual inspection, the tips of the safety sleeve were observed to be broken and the safety lock was easily released. Despite the damage noted, the injector was able to be connected to c35 connector without issue. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. It was determined this issue likely occurred as a result of improper activation. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Prior to the investigation of this complaint, a CAPA (708467) was open to assess the defect injector difficult to engage/disengage. No more actions are needed at this moment.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the injector luer lock n35j experienced needle exposure during use. The following information was provided by the initial reporter: when preparing 5fu, the spike needle didn't retract.